Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 3 days starting on (B)(6) 2020 due to diabetes ketoacidosis and flu with blood glucose of over 500 mg/dl. The high blood glucose was treated with IV insulin drip. The customer was using the insulin pump within 48 hours of reported high blood glucose event. The customer¿s last blood glucose reading was unknown. The insulin pump will not be returned for analysis.